Manufacturer narrative:
Device is a combination product. (B)(4).. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.50x16mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, the stent got lifted. The procedure was completed with a different device. No patient complications were reported.